Event description:
It was reported five days after implant of this right ventricular (rv) lead the patient presented to the emergency room (ER). Upon examination, they found there was loss of capture on the rv lead. It was noted there was no pauses, and the patient had an escape rhythm of 42bpm. Subsequently, the lead was revised as they moved the position of it. At this time, the lead remains in service. No additional adverse patient effects were reported.